Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported to point of care pharmacovigilance by the patient that since the tube had been placed, the patient's stomach had been swollen and red. She went to see her doctor and was prescribed oral and topical antibiotics to treat the stoma site. Per additional information received 20 nov 2019, consent had not been given to provide the patient's age or weight, and the current condition of the patient is unknown.